Event description:
He obtained a result of 79mg/dl and 3 minutes later recieved a result of 167mg/dl when he retested on the same deive. He states that he had symptoms of low blood glucose at that time and drank juice. He states that his wife administered a glucagon shot. He tested in 10 minutes with a result of 26mg/dl. No medical treatment sought or received. He states that the previous evening he took extras humalog due to eating ice cream. No quality controls were used. Requested return of suspect device and replcement was sent.